Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003 the patient was pre-operatively diagnosed with grade 1 spondylolisthesis l5-s1 and spondylosis l5 and underwent the following procedures: anterior lumbar complete discectomy l5-s1; antenor lumbar interbody fusion; bone dowels size 18 x 20; bone morphogenic protein; plating size; fluoroscopic imaging. As per op-notes, ¿excess material was removed, tapped and excess material was removed and then bone dowels were placed packed with bone morphogenic protein. The bone morphogenic protein was allowed to reconstitute on the back table for over 15 minutes period of time. This was performed first on the left and then on the right.¿ the patient also underwent the following procedures: gill laminectomy l5; partial laminectomy l4; posterolateral fusion l5-s1; peg screw instrumentation l5-s1; bone morphogenic protein with local bone used for posterolateral fusion; fluoroscopic imaging. As per op-notes, ¿bone morphogenic protein which had been allowed to reconstitute on the back table was then filled with the allograft bone and rolled in a burrito type fashion and pasted posterolaterally with the opening dorsally.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.